Event description:
Boston scientific received information that during the pre-implant capacitor reformation, a warning message was displayed indicating that this implantable cardioverter defibrillator (ICD) should be explanted. The charge time was 21.1 seconds and the battery gas gauge was on end of life (eol). The device had been on the hospital shelf for over one month, so it was not cold. No patient was involved. The device was not used and will be returned for analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was at eol and review of device history found that elective replacement indicator (eri) had been set on (B)(6) 2015 due to long charge times. A manual capacitor reformation was completed which resulted in a long charge time of 21.2 seconds. The device case was removed to facilitate the inspection of the internal components. Detailed examination of the internal components found a component on the device hybrid was in an ¿open¿ condition, resulting in the observed long charge times and resultant premature declaration of eri, eol, and the observed warning message.